Event description:
Physio-control is investigating reports of 5 units that have been found in the field with the wrong keypanel label. Three of these units were configured for 3 button operation, but had a 2 button keypanel. Two units were configured for 2 button operation, but had a 3 button keypanel. If an operator were using a 3 button configured unit that had a 2 button keypanel, the operator would be instructed to push the analyze key. There is no key marked analyze on the two button label. This could delay pt therapy. There have been no reports of pt involvement regarding the reported devices.